Event description:
The service repair technician (srt) reported that during routine testing of the device (blender reconditioning) at the service center, a black powdery substance was found in both air and oxygen inlets of the blender. No cause of this could be found with any internal blender components and no functional issues were reported. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) cleaned and reconditioned the blender components per procedure. The unit operated to manufacturer specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.